Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 67-74 mg/dl.